Event description:
Bd saf-t-intima catheter's when inserted normally have a blood flash back indicating it is in the vein. Several times rn's have inserted the IV catheter, not gotten a blood flash back but the catheter was in the vein. Catheter appears to work correctly but this is a change to the process - unsure if the company changed the product. When this first occurred sometimes the rn would remove the IV, although it actually was in the correct location, resulting in the patient being unnecessarily stuck again. Lot numbers that this has occurred with: bd saf-t-intima 22 gauge lot 1117636, 0325017, 1053941, 1082541.